Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device was received with minor scratched display window, cracked display window at bottom left side corner, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has a small hairline crack from the screen to the reservoir compartment. Customer does not know how the damage occurred. Blood glucose value is 119 mg/dl. Nothing further reported.